Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin use, and they reported experiencing frequent occlusion issues, and reverted to manual dose injection.